Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803.

Event description:
While using day aligners the patient reported, "cust upset about not being warned about tx while having periodontal-said her ortho told her not to use the hb and cust also stated " this is frustrating because I noted this on my byte intake and asked the sales rep directly about the safety of byte and hyperbyte with periodontal disease and her response was it was "totally fine". And then I open my aligners package insert this week with the first contraindication listed being "periodontal disease".